Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2022-05-24 mpxr 952796 (hcp, rep): information was received from an hcp and manufacturing representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for pain. It was reported that the patient had pain/hurt at the ins site. They also had discomfort, soreness, and pinching. The hcp did a pocket revision to make the ins more comfortable. The issue was resolved.